Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 703:00 was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a damaged user interface module pump head module harness. The pump head module cables were reseated and no error recurred during testing. This device is a colleague pump with a user interface module software version of 5.09.90. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a 703:00 failure code. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.